Manufacturer narrative:
Company rep evaluated the system. Corrections included repairing the cold solder on all front panel connectors. Unit was calibrated and safety tested to factor's specs.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected spo2 monitoring. No pt injury was reported.